Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was not using a minicap when it was needed causing breach in aseptic technique. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, the guide instructs to immediately place the minicap disconnect cap on the transfer set when disconnecting from therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during setup of peritoneal dialysis therapy. The caregiver reported that the patient was not using a minicap earlier that night. The technical service representative informed to the care giver to contact the peritoneal dialysis registered nurse about this event. There was no patient injury or medical intervention associated with this event. No additional information is available.